Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patient experienced discomfort at the ipg site due to the ipg flipping in the pocket. As a result, surgical intervention was undertaken on (B)(6) 2024 wherein the ipg was explanted and replaced to address the issue. It was also reported that during the surgical procedure on (B)(6) 2024, diagnostic testing revealed the patient's lead had high impedances. As a result, the lead was also explanted and replaced to address the high impedances. Effective therapy was restored post-op and the discomfort at the ipg site has resolved.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.